Manufacturer narrative:
Can room interface board malfunction.

Event description:
It was reported by service report that the nurse call was not operating. There was pt involvement; however, no adverse consequences were reported.